Event description:
The physician implanted a resolute integrity drug eluting stent successfully, however, following intravascular ultrasound the ivus got caught on the stent and difficulty was encountered with removal of the ivus device. Further intravascular ultrasound was carried out post removal of the ivus and it was noticed that the stent was now 18mm vs. Its original size of 26mm. The patient status has been reported to be good post procedure. No other clinical sequelae reported.

Manufacturer narrative:
Results: stent deformation. Ivus got caught on the stent. Conclusion: ivus got caught on the stent. (B)(4).